Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon intraoperatively implanted, removed and replaced a 12.1mm vticmo12.1 -10.0/2.0/052 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024 due to low vault. Lens exchanged with a longer length lens and problem was resolved. Cause of event was reported as unknown.